Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The hp stated that the final line was leaking and the clamp was now closed. The technical service representative (tsr) had the hp press go and the hc alarmed again. The hp stated they had the bags connected incorrectly. The tsr assisted the hp to cycle power and start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated they started over with new supplies. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of leak occurred during prime regarding a check lines and bags alarm. The cause of this complaint is use error. This complaint was not confirmed. Per the complaint information, home patient stated they had the bags connected incorrectly. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.